Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. After rebooting numerous times (about 4 times), the system booted normally and worked fine. The issue could be replicated (by switching off the system, undocked). Rebooting also resolved the issue (only rebooted twice). System is now working fine. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not advance past "initializing, please wait" during boot up. It was reported that this occurred after the user had shut down the system while the gantry was not docked. When attempting to troubleshoot via the remote desktop, the three boxes for the motion controllers could not be seen. Further investigation found that all of the motion controllers were shown as run level 4. The motion controllers could be set to run level 6 or 8, but doing this did not resolve the issue or allow for any movement of the gantry. There was no patient present when this issue was identified.